Event description:
Customer reportedly obtained results of 167mg/dl and 407mg/dl on the advantage/voicemate sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys, however, strips are unavailable for return. Replacement was sent.